Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported, during intraocular lens implant (iol) with a preloaded iol, the lens was not sliding through the exit port. The injector was sliding over the lens and damaging it. The incision was enlarged and the patient is reported as improving. Additional information requested.